Event description:
It was reported that an overdischarge was suspected. The patient had an appointment with the manufacturing representative to ¿jumpstart¿ the implantable neurostimulator (ins). The patient had not recharged or used his ins in over a year and he lost his recharger, so he had not tried to recharge. At the patient¿s appointment, it was confirmed that the device was overdischarged. A power on reset (por) occurred. There was no error code and they could not jump start it. They tried to jump start it twice to no avail. It was not successfully cleared. The patient had not used it in over 6 months and the device had been ¿dead¿ for over a year. The patient experienced less than 50% therapy relief and a loss of therapy in the back and legs. The patient used to live on his own and had a hard time recharging due to other co-morbidities. The patient now lived in an assisted living facility, where he would have ¿help¿ to recharge his device. The patient¿s therapy was resumed. The patient may schedule for a replacement.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n268845, implanted: (B)(6) 2010, product type accessory; product ID 37752, serial # (B)(4), product type recharger. (B)(4).